Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The device data was sent to rhythmcare for review. Rhythmcare discussed possible causes for the reported observations. This lead remains in service. No adverse patient effects were reported.